Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service. The customer contact informed ge healthcare that the patient information is not available for the reported event.

Event description:
The hospital reported that, during patient use, when transporting patient from one room to another, the unit alarmed for low battery and later shut down. There was no reported patient injury.